Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1026931. Medical device expiration date: 2021-07-30. Device manufacture date: 2021-01-26. Medical device lot #: 1026936. Medical device expiration date: 2021-08-06. Device manufacture date: 2021-01-26.

Event description:
It was reported while testing for sars cov-2 5 false positive results were obtained and 5 jagged curves were observed. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "unspecific fluorescence causes n1 pos / n2 neg results. At least 10 times. 475/520 (n1) channel shows a slightly increase of fluorescence with positive n1 outcome but not reliable curve (not sigm.). Repetitions turns out to be negative. Customer assumes 475/520 threshold is too low to correctly excluded that kind of curve."

Manufacturer narrative:
Investigation: the complaint investigation for unusual curves with the bd sars-cov-2 reagents (ref. 44500301) lot 1026931 and discrepant results with the bd sars-cov-2 reagents (ref. 44500301) lot 1026936 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd sars-cov-2 reagents indicated that the lot was manufactured according to specifications and met performance requirements. Customer complained about some false positive results arised from non-sigmoidal amplification curves when using bd sars-cov-2 reagents for bd max¿ system lot 1026931. Database of instrument ct1945 was received and analyzed. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. A total of 10 samples n1 pos / n2 neg / rnasep pos were obtained out of 264 samples tested with bd sars-cov-2 reagent kit lot 1026931 (run #415/position a5, run #417/position b7, run #419/position a4, run #423/positions a3, a5, a11 & b3 and run #488/positions a6 & a11). Manual pcr curve adjudication was conducted across all suspected false positive results. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Curves of most samples show true but low amplification, without anomaly. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. One sample (run #417/position b7), shows inhibition of the rnase p target amplification, compared to the other samples. This inhibition might arise from the sample itself, due to rna degradation by rnases, or be induced by improper storage conditions/handling/use of the sample. Moreover, some of the curves displayed a linear increase, apparent of a pump #3 issue. Bd instrument quality engineer also reviewed the data and confirmed the need to open an instrument service ticket to assess a potential pump #3 issue on instrument ct1945. Bd was unable to confirm the exact cause of the customer¿s positive results. Overall, the reagents are not suspected of being in cause. There is no indication of an increase in complaints for unusual curves with the bd sars-cov-2 reagents lot 1026931. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action plan (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported while testing for sars cov-2 5 false positive results were obtained and 5 jagged curves were observed. There was no indication that results were reported out and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: "unspecific fluorescence causes n1 pos / n2 neg results. At least 10 times. 475/520 (n1) channel shows a slightly increase of fluorescence with positive n1 outcome but not reliable curve (not sigm.). Repetitions turns out to be negative. Customer assumes 475/520 threshold is too low to correctly excluded that kind of curve."